Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty intravia container had particulate matter in the fluid path. The device was filled with deferoxamine. The reporter stated that the particulate matter was floating and ¿clearish, like sliver or round pieces.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation filled with solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The solution was emptied out of the bag using a filter, and no particulate matter was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.